Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood test strips were used and they tested positive. The leak was visually observed, dialysate was pink. Estimated blood loss was 250cc's. Blood was not returned. Patient had no adverse effects and required no medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.